Event description:
It was reported that the zimmer dermatome turns on and the blade will vibrate rapidly back and forth, but the head that the blade attaches to wiggles up and down. Additional clinical follow up with the customer indicated that the facility is a research and education based facility with no patient care activities. It was also reported that the "black head" was not stationary and when she applied the dermatome to the donated human skin the blade appeared to retract backwards and the unit would not cut.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.